Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The product support engineer (pse) advised the customer that when it displays plus signs, the reading is above the range of the ventilator and if unit displays minus signs, the reading is below the range of the ventilator. The reading is not within the acceptable range. This is a normal function. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator displays plus sings instead of values. The ventilator was not in use on a patient at the time of the event occurred.